Event description:
A pr (age and gender unknown) underwent a therapeutic ercp procedure for treatment. The outer sheath of the hydra jagwire stripped off during use when attempting to deploy a biliary stent. The procedure had been successfully completed with the use of another stent. The pt tolerated the procedure well with no reported ill effects. The pt condition was noted to be fine. The product was returned for investigation. 12 september 2005 engineering eval of the returned product was provided. Upon review of this eval, the complaint has been re-assessed and deemed to be reportable via the medwatch program.